Event description:
On (B)(6) 2022 date, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported by the nurse that 1 day post peg placement, the patient experienced stoma site soreness, and acute abdominal pain. A CT scan was done which revealed "some air in the abdomen". The patient was prescribed IV flagyl and cefazolin as prophylactic treatment three times per day for 24 hours.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.